Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic morphology and noise. The electrograms had railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. The doctor is considering replacing the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. A new electrode was placed onto the chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic morphology and noise. The electrograms had railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. The doctor is considering replacing the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. A new electrode was placed onto the chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic morphology and noise. The electrograms had railing noise. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services discussed some programming options. The doctor is considering replacing the system. There were no additional adverse patient effects. The system remains implanted.